Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer changed the cartridge and filled it with the same syringe. The customer's blood glucose level was in the 200's (mg/dl) and it was addressed with a correction bolus.